Event description:
As it was reported by the study database via email: an angioguard device and a precise 10 x 40mm stent were placed successfully. During post dilation with an aviator 6 x 20mm balloon, the patent experienced hypotension that resulted with right eye being blurry. This resolved when hypotension was treated with balloon angioplasty in the left middle cerebral artery with a 1.5 x 15mm voyager balloon 1.5/15. The patient's symptoms fully resolved in less than 24 hours. Just over one month post index procedure, during follow-up phone contact, the patient reported that he experienced amaurosis fugax (a symptom described as a shade coming down over the eye. A partial or complete loss of sight that is temporary). The patient did not seek medical attention for this episode. This fully resolved in less than 24 hours without treatment. The event was diagnosed as tia.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the mfg route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to carotid artery sinus reflex. During balloon inflation or stent deployment, pressure can be exerted on the nerve surrounding the carotid artery, stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. There are patient factors that contributed to this event. This is one of three reports submitted for the same event. Please reference MFR report #s: 1016427-2009-00146 and 9610978-2009-00139.